Manufacturer narrative:
Qn#20038966 the sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports a visual exam was perfo rmed and it was observed that the airway tube of the device was slightly yellowish due to multiple uses. It was also observed that the cuff was bulging due to stress. Functional testing was also performed and it was found that the check valve of the device was fun ctional; it means air in the device can be released and blow out through the check valve normally. There was no blockage on red plug. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. The manufacturing site reports "air pressure is a known cause that lead to cuff herniation/cuff deformation of the lma mask. Customer is kindly reminded during high temperature, vacuum and humid autoclaving environment, any air/moisture left inside the cuff will expand significantly and it will damage the properties of the components of the device to an irreparable condition. It is highly suspected that some residual of air/moisture was left inside the device while handling/reprocessing that causing the failure inadvertently. Customer is also reminded to completely deflate the cuff before autoclaving it."

Event description:
It was reported that "a doctor found that after inflating the cuff, its shape was not symmetrical". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "a doctor found that after inflating the cuff, its shape was not symmetrical". No patient involvement reported.